Event description:
It was reported that intravenous potassium was hung as secondary line, rate on pump set to 100mls per hour per computer after scanning medication, pump and sending details to pump. It was noted that the pump read accurate flow rate, but medication was running way faster than programmed rate. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that intravenous potassium was hung as secondary line, rate on pump set to 100mls per hour per computer after scanning medication, pump and sending details to pump. It was noted that the pump read accurate flow rate, but medication was running way faster than programmed rate. There was patient involvement but no harm.